Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient had run out of medication and went into severe withdrawals approximately two years prior to report. It was stated that the event occurred as the managing physician was on vacation due to a holiday when the patient had needed a refill. The patient was checked into a hospital and put on 'some medicine' until the physician came in on the following monday for the refill. The device system was infusing morphine.